Event description:
It was reported that during a lap cholecystectomy procedure, the metal shaft of the obturator had a dent in it; therefore, it was sticking. They were able to complete the procedure with the device. No impact to the pt.

Manufacturer narrative:
Date sent: 10/08/2008. Evaluation summary: the analysis results of the b5lt found that the instrument was received with a dent in obturator cannula. Although no conclusion could be reached based on the analysis results as to what may caused the damage found, a potential cause is the application of a force to the obturator such as inadvertently putting a weight over the instrument package or dropping of a surgical instrument over. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.